Event description:
The customer reported that the insulin pump kept going into threshold suspend, even though her blood glucose level was not low. The customer shut the whole thing down. When she tried to start it back up, the insulin pump alarmed calibration error. The customer had issues with the sensor. The customer's blood glucose level was 120 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.